Event description:
Procedure: vats. According to the report: during application, the knife assembly broke out of the sulu and fell into the thorax. The piece was found via x-ray. The piece was subsequently retrieved via a follow up surgery.

Manufacturer narrative:
.